Event description:
General report of undocumented incidences of loosening of IV tubing causing interruption of flow of IV fluid rec'd. The customer reports that there have been an unspecified number of incidences in labor and delivery where the quik lock adapter (which is used to lock a male slip tip of IV tubing or syringe onto an IV administration port) loosens. This allows the IV tubing male slip tip to back off from a clave administration port, resulting in interruption of fluid flow to the pt. The anesthesiologists have also reported that this has occurred for them on several occasions during fluid therapy (IV solution varies) when the condition of their patients are unstable. No bleedback occurs, and no pt harm has been reported. Clinicians have been removing the clave and quik lock when this occurs to solve the problem. Add'l patient info was requested, but no further info was available.